Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked(front lower left corner), right plunger case(on the side) and battery door. Left plunger case(screw boss broken). Error history log review found a force sensor bridge test error. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced left plunger case and re-calibrated force sensor for preventive. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.